Event description:
Event description guidant received information that this ventricular lead had triggered the pacemaker's lead safety switch feature (changed the mode from bipolar to unipolar). Both the unipolar and bipolar impedance is 340 ohms. The r-wave measurement has decreased but the pacing threshold is good. The daily measurements do not display an abnormal value. There is noise on the ventricular electrogram but the device is not detecting it.